Manufacturer narrative:
The device was returned and evaluated for the reported connection issue. The device was visually inspected and there was nothing found related to the reported event. The box dimensions of the returned device were tested along with functionally testing the device. The disconnect cap passed functional testing and the reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a transfer set had a loose connection issue with the cap. The reporter stated that the disconnect cap rotated after attachment to the spike. There was no patient injury or medical intervention associated with this event. No additional information is available.